Event description:
Additional information received from the patient reports increasing stimulation and changing program while on the phone with manufacturer did not exactly resolve the issue with increased bowel problems. The patient was still having issues. When the patient was first implanted, it was like a miracle. But after about a year the patient started having issues. The patient went to the physician who implanted it and he changed the program. It work for a little while then the ¿issue ¿ starts again. Right now the patient was having their husband change the program again. The issue had never been as bad as before the implant was put in place but it certainly does not make the patient secure enough to be comfortable.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0886u, implanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported by the patient reported a loss of therapy. She was having a lot of trouble with her bowel movements again and would like assistance using her pp (patient programmer) to check the therapy settings. The patient does not feel stimulation and the therapy was on. There were no trauma/falls reported that could be related to this issue. The patient does feel stimulation in the correct area. She feels stimulation sensation slightly. This was consider a sudden change in therapy/symptoms. Event date was (B)(6) 2015. The indications for use for this patient were fecal incontinence and gastrointestinal/pelvic floor.